Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported the monitor was blank. The field engineer responded the system intermittently would not boot up. There is no report of death or serious injury associated with the event.